Manufacturer narrative:
The biomedical engineer (bme) reported that the bedside monitor (bsm) will intermittently restart on its own. The bme removed the bsm 1700 and plugged it back in and got an input unit failure then the bedside rebooted. This was reported to the bme and he only experienced it once out of the many times he's tried to remove the 1700. The bme was told to hard initialize the bedside and reload all the settings, which resolved the issue with the software causing the bedside to reboot. It was verified that the bedside was booted up correctly and was able to connect with the 1700 and central nurses station (cns). There were no further issues. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.

Event description:
The biomedical engineer reported that the bedside monitor will intermittently restart on its own.